Manufacturer narrative:
A steris service technician arrived on site, and confirmed that an employee was injured when she was attempting to pull a rack out of the facility's 48" amsco sterilizer. The technician identified the employee attempted to remove the rack from the sterilizer when the rail assembly inside the chamber tilted, causing her hand to get caught between the rack and the chamber rim. The employee experienced abrasions to two fingers and a burn on her hand. Medical treatment was sought and administered. The technician identified that the employee was not wearing the proper ppe at the time of the reported event. The steris operating manual states on page 6-4, "warning - burn hazard: sterilizer and shelves will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." The service technician instructed the user facility to wear gloves when unloading the sterilizer. The technician inspected the unit, and identified the rail assembly required adjustment. The technician properly adjusted the rail assembly, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported with the sterilizer.

Event description:
The user facility reported that a rack fell off of the rail assembly in their 48" amsco sterilizer injuring an employee. No procedural delay or cancellation was reported.